Manufacturer narrative:
The field service technician was able to confirm the reported event. The root causes were determined to be due to the power switch and the power cord ¿ heat/melting. The technician found that there was a loose connection between the power cord and power switch. Loose leads inside the power cord can result in heat causing melting. Since the loose connection was at the connection was found at the connection between the power switch and power cord, it is likely that the heat from the power cord, resulted in both the power switch and power cord connection being burnt/melted. The device was repaired at the customer site.

Event description:
It was reported that during repair of the neptune rover with smoke evac and power pole by a manufacturer field service technician, the power switch lead was partially melted and the power cord connection was burnt. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that during repair of the neptune rover with smoke evac and power pole by a manufacturer field service technician, the power switch lead was partially melted and the power cord connection was burnt. There was no patient involvement and no adverse consequences associated with the device.